Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status has reached early elective replacement. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared early elective replacement earlier than previously estimated.

Event description:
It was reported this pacemaker exhibited early elective replacement indicator (eri) despite showing two years remaining during the previous check that was done last year. The device had switched to back up mode to preserve battery life. The pacemaker device was surgically removed and a new pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported this pacemaker exhibited early elective replacement indicator (eri) despite showing two years remaining during the previous check that was done last year. The device had switched to back up mode to preserve battery life. The pacemaker device was surgically removed and a new pacemaker was implanted. No additional adverse patient effects were reported.